Event description:
Caller reported that pt had a blood glucose reading in the 500's mg/dl. When the device was removed, the caller observed that the cannula was kinked in two places.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kinked cannula or to determine if it, or some other product condition, could have contributed to the reported high blood glucose. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose)." It advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."